Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As per received condition of device; the blade is completely stuck on the extraction screw. The proximal femoral nail antirotation (pfna) blade is also completely stuck on the extraction screw as complained. Therefore the relevant dimensions cannot be verified anymore. It was impossible to attach the extraction screw onto the blade the devices were functional at the beginning of the procedure. The manufacturing documents of the extraction screw were reviewed. This device was manufactured according to the specification. The visible wear marks all over the instrument indicate that this was an often used instrument. Based on the provided information and because the condition of the threads before use is unknown the exact cause of this occurrence cannot be defined. The visual inspection of the blade has shown that there are strong stress marks at the shaft visible; there was excessive force necessary to remove the blade, which could cause a jamming. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the hospital could not remove proximal femoral nail antirotation blade from extraction handle following removal of the blade from a patient. No patient impact. Procedure carried out as normal. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.